Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy there was nothing unusual about the tissue and the procedure had just started when the jaws were closed on tissue and became stuck in the closed position. The device was activated and the blade was advanced approximately half way and became stuck. The jaw still would not open. The error messages, open jaws and remove tissue from the jaws displayed. The doctor had to pull and tear the jaws away from the tissue to remove the device from the patient. The jaws remained stuck closed. The doctor then inserted a reatek to see if he activate the device again, ¿outside of the patient¿. Later the handles were forcibly pulled apart and the jaws opened and released the ratek. The procedure was completed with a bipolar device. This delayed the procedure from five to ten minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m9160y. The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.